Event description:
It was reported that this pacemaker system exhibited myopotential noise that was being oversensed on the right ventricular (rv) channel which caused greater than 2 seconds of pacing inhibition on the right atrial (ra) channel. The patient did experience syncope. Subsequently, the device was explanted and replaced successfully and the ra and rv lead were surgically abandoned and replaced. No additional adverse patient effects were reported.